Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was found in backup mode and the cell impedance was high. An alert had also been sent due to the device being at the elective replacement indicator (eri). The device was explanted and replaced and the patient was stable.